Manufacturer narrative:
The fill patient identifier is (B)(6). Seven patients were involved in this event. The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access sars-cov-2 igg reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. Sars-cov-2 is an enveloped non-segmented positive-sense rna virus. It has several structural proteins including spike (s), envelope (e), membrane (m) and nucleocapsid (n). The spike protein (s) contains a receptor binding domain (rbd) which is responsible for recognizing the cell surface receptor, angiotensin converting enzyme-2 (ace2). It is found that the rbd of the sars-cov-2 s protein strongly interacts with the human ace2 receptor leading to endocytosis into the host cells and viral replication. The access assay detects antibodies directed against this domain, which are more likely to neutralize the virus. The vector-best and diasorin assays also target anti-spike antibodies. A microneutralization testing (mn), using krammer¿ protocol, was performed on the 7 samples that had generated discordant results by (B)(6). The assay measures the percent inhibition of the virus thanks to a staining antibody when some virus is added to the sample. % inhibition <5 is interpreted as a negative result; % inhibition at 10 is interpreted as a low positive result. Samples from convalescent patients and from non-infected patients were tested in parallel as controls. The results were as follow: samples from patients who had suffered severe forms of covid-19 generated high titers of neutralizing antibodies (average titer = 171.6). Samples from patients who had suffered mild forms of covid-19 either presented or did not presented neutralizing antibodies (average titer = 29.6). The samples questioned by the customer did not present neutralizing antibodies. In conclusion the investigation demonstrated that the non-reactive access sars-cov-2 igg results are concordant with the microneutralization results, suggesting that there are no neutralizing antibodies present within the samples. The cause of this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event. Customer/client personal information will not be provided for complaints from the (B)(6). Attempts to acquire this information have been made, however, due to local regulations this information cannot be provided.

Event description:
On 21dec2020, the customer reported discordant non-reactive sars-cov-2 igg (access sars-cov-2 igg assay, part number c58961, lot number 971197) results were generated for seven vaccinated patients on the customer's access 2 immunoassay analyzer (part number 81600n and serial number (B)(4)). The non-reactive access sars-cov-2 igg results obtained on (B)(6) 2020 were discordant with the vector-best sars-cov-2 igg-elisa-best assay on the automated elisa alisei automate and with the diasorin sars-cov-2 igg assay. Refer to relevant tests section below for more details. No affect to patients or end-users has been reported in connection with this event. The customer did not indicate if the result was released outside the laboratory. No hardware errors or issues with other assays were reported in conjunction with this event. Calibration passed on 19oct2020 with reagent lot 971197 and calibrator lot 988703. Quality control (qc) was passing within the laboratory¿s established ranges. There were no issues with sample integrity reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, centrifugation, storage and other sample related information was not provided by the customer.